Manufacturer narrative:
In 2009, a company representative at the training center, reported receiving an electrical shock from the mediprint printer adapter cable, which was connected to the cell-dyn 3200 instrument. The company representative was attempting to print, but the printer was not working. The company representative cycled powered to the printer and attempted to print a report without success; the paper did not feed. The company representative pushed the reset button on the mediprint printer adapter, and still no print. Attempted to check the cable; however, when the cable was touched, the company representative received a shock. A field service representative (fsr) was dispatched for investigation. The company representative did not have any physical injuries and did not receive medical attention as a result of the event. Two days later, the fsr verified that no power was coming from the mediprint printer adapter metal case. Fsr also verified that no power was coming from the keyboard adapter; both were verified by a voltmeter. The fsr confirmed that there was no insulation damage or faulty connector on the cable. The fsr was able to get the printer to work by resetting the mediprint printer adapter. Note that from the time of the reported issue to the fsr inspection the cd3200 analyzer was reinitialized. The training lab environment included: lighting on, no carpeting, 4 cell-dyn 3200 instruments running at the time of the event and 4 cell-dyn ruby instruments, which were off. The printer in use was an hp deskjet 6980 printer. There were no physical marks were observed on the cables or within the mediprint box (no signs of smoke or sparks). There were no exposed wires observed during the investigation. In attempts to reproduce the issue the fsr repeatedly touched the cable approximately 20 times. The fsr checked for potential build-up with a voltmeter. The issue could not be reproduced. Additional clarification was attempted in order to determine whether the company representative experienced an electrical shock or static electricity. No conclusion could be made. The cell-dyn 3200 system operators manual (revision n) under section 8, hazard information and precautions, provides basic information in regards to electrical hazards awareness. A review of the service history on the cell-dyn 3200 instrument showed no other incidents related to the mediprint printer adapter or electrical shock. A review of the abbott metric reports did not indicate any adverse trend for the cell-dyn 3200, related to the reported issuethe investigation into this issue could not reproduce the reported incident. The technician did not experience a physical injury and history of related events found no other occurrences. The mediprint printer adapter did not show insulation damage or a faulty connector on the cable. Based on the investigation, no product issue was identified for the cell-dyn 3200, for the reported incident. This is the final report.

Event description:
A company representative (rep) who was training in the lab stated she received an electrical shock from the medi print adaptor cable connected to the cell-dyn 3200 analyzer. The company rep. Stated that the printer stopped printing and when she attempted to check the cable on the adaptor, she received an electrical shock. The company rep. Did not have any physical injuries and did not receive any treatment. Field service was requested.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.